Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. The technical support specialist (tss) was unable to see any patients in the station. The tss dialed into the station and server and found that the server query language (sql) application could not run. It was also identified that the services were not running under the carefusion (cfn) service account. The tss updated the service logon to cfnservice and restarted the services. Sql successfully opened, and all patients began flowing without any issues. The tss also discovered that the station had been manually overridden. The customer was contacted and informed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was unable to communicate with the server. New patient not crossing over pyxis. There were no adverse events or injuries reported based on this event.